Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) fnt3211, (full osseotite tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation was performed, signs of use was identified. The implant had slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the fnt3211 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. G6: type of report. H1: type of reportable event. H2: follow up type. H6: adverse event problem has been corrected. H10: additional narrative. Zimvie received one (1) fnt3211, (full osseotite tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation was performed, signs of use was identified. The implant had slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the fnt3211 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: medical: nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported nerve damaged and the implant was removed. During surgery, it was impossible to place the implant due to the proximity of the inferior alveolar nerve. Regeneration was performed. Symptoms reported on the patient: paresthesia, pain. The process was not completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.